Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification passed displacement test and a21 alarm test. No unexpected failed battery alarm anomalies noted. No unexpected a21 alarm noted. Device received with cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained address or serial number label. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen shuts down and declined battery life. Customer's blood glucose value was unknown. Customer declined to report to 24 hours helpline technical support department. The device will not be returned for analysis.